Event description:
It was reported the patient's blood glucose level rose to 393 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found to be dislodged. The pod was leaking and the cannula was out of the skin. The patient noticed insulin leaking onto the adhesive and could smell it. Upon lifting the adhesive, the patient discovered the cannula was sitting on top of their thigh rather than inserted into the body, and the cannula appeared bent. The adhesive was secure except for the bottom portion near the cannula insertion site. The patient removed the pod and activated a new one.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone15.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.